Event description:
It was reported that insulin pump alarmed and was stuck in prime process. The blood glucose is 200 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with alarms during the prime test due to loose drive support disk.